Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
On (B)(6) 2020, a patient died during endoscopic retrograde cholangiopancreatography (ercp) for postoperative bile duct stricture using the subject obcu (balloon control unit) and st-sb1s (single-use splinting tube). During the procedure, the physician noticed that the patient's condition was getting deteriorated and air embolism spread throughout the patient's body. The facility tried resuscitation, but it didn't work. The physician surmised that sealing the intestine by the balloon had increased the internal pressure of the intestine and it resulted in the air embolism. This is the second ercp that the patient underwent. According to the number of olympus devices that have/may have contributed to the event, olympus medical systems corp. (Omsc) is submitting 2 medical device reports. This is 2 of 2 reports.

Manufacturer narrative:
B2: date of death - (B)(6) 2020. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has already been discarded at the user facility, therefore omsc cannot investigate the device. There was no report about device malfunction. The instruction manual provides preventive measures against this adverse event. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.